Event description:
It was reported that a flogard infusion pump had an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection noted nothing unusual related to the reported condition. The alarm log review and power on self-test noted evidence of an occlusion alarm. The cause was determined to be a damaged safety slide clamp. The safety slide clamp was replaced to correct the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.